Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited noise leading to oversensing. Clinician thought noise was related to an electrical blanket used by the patient. No intervention was performed. There were no patient consequences.